Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged, and the jaws were open. Functionally, the reloads were loaded into a representative instrument. The reloads were cycled without hesitation or binding and were applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: the anvils were bowed, the clamping mechanisms were deformed, and staple pushers were partially flush with the cartridge. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when loading the stapler for stomach resection during a laparoscopic sleeve gastrectomy, two reloads were unable to be loaded to the adapter. Another reload with the same lot was opened. There was no patient injury. Medtronic's initial evaluation of the incident device found that the reloads were partially fired with the interlock engaged, jaws were opened and staple pushers were visible at the 5cm cut line. The anvil was bowed and clamping mechanism was deformed. Staples pushers were partially flush with the cartridge. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples.